Event description:
A physician used peri-strips dry staple line reinforcement with apex processing off label during a pancreatic resection. It was reported that a biliary fistula occurred, which is a very common complication with this type of surgery. There have not been any complications with the fistula and the patient is recovering satisfactorily without any complications.

Manufacturer narrative:
No product was returned for evaluation. A review of the device history record was not possible since the lot number was unavailable.